Manufacturer narrative:
Root cause: the user struck the flat handle portion of the teleport with a surgical mallet to attempt to seat it all the way to the bone. Corrective action: in order to improve the durability of the device, some components were changed from plastic to aluminum.

Event description:
During insertion, the user struck the flat handle portion of the teleport with a surgical mallet to try and seat it all the way to the bone. During this step, the teleport broke at the intersection of the tube and the flat handle portion.